Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) recorded two episodes of oversensed noise on the ventricular rate/sense channel. Additionally, a decrease in rate/sense impedance was also reported. A guidant technical services consultant reviewed faxed electrogram (egm) print-outs of these stored episodes. The noise appearance differs significantly from one episode to the next. In the second episode, pacing was briefly inhibited; no adverse patient effects were reported. The consultant discussed potential noise sources, including air escaping from damaged seal plugs. The guidant field representative inquired about the changes that have been made to make this device's seal plugs more robust than previous models. The consultant also recommended clincial attempts to evoke noise.